Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that full height drawer 6 in main row d had failed. The fse opened the back of the main unit, inspected it, and asked the customer to try and recover it, but the recovery failed. The fse then logged into the application and went to the desktop. The fse ran a full drawer test, saved the passing results on the d-drive, and rebooted back into the application. The customer tried to log into pyxis and recover the failure again, but it still did not recover. The fse turned off the pyxis, removed drawer 6, inspected it, replaced the retractor band, reinstalled the drawer, and powered the pyxis back on. However, the drawer brought the entire medstation down. The fse then unplugged drawer 6, turned the pyxis back on, and the medstation came up. The fse proceeded to replace the full height drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 had a failed area where a cubie was missing and displayed a required maintenance message. In addition, tower door 3 had failed, which located on mc 6n b. The customer attempted to recover it by manually unlocking it with the keys and then closing it. The failed tower door did not appear on the recover storage space screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.